Event description:
It was reported that a cgm error occurred on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed error did not return, and was advised to wait before starting new sensor session, which customer understood and acknowledged.